Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis with a non bsc stent protector. A visual examination of the stent found that the first most proximal struts were slightly stretched and crushed. The first proximal stent moved slightly in a distal direction on the balloon. The balloon cone profiles were reviewed and found balloon wings on the proximal end not tightly wrapped. This type of damage is consistent with positive pressure having been applied to the balloon. No issue with the distal end of balloon profile. A visual and tactile examination found no issue with the hypotube profile or shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 27-july-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and mildly calcified mid left circumflex artery. A 2.50x24mm promus element¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another 2.50x24mm promus element¿ stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed the stent damage and stent moved on balloon.